Event description:
Patient was revised to address an osteolytic bubble in the greater troch area. The stem was also grossly loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: patient was revised to address an osteolytic bubble in the greater troch area. The stem was also grossly loose. Doi unk (stem); (B)(6) 2011 (liner) - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product and lot combination since its release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for the femoral hip stem as the lot code required was not provided. X-rays were obtained with the initial reporting. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The x-ray is of poor quality and does not assist with this investigation. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.